Event description:
A vaxcel plus dialysis catheter was inserted for therapeutic prupose on an unknown date. The dialysis catheter was scheduled to be removed in 2005 due to infection. The cuff became loose during removal of the catheter and the cuff was removed from the pt. The pt was placed on antibiotics and another catheter was expected to be replaced at a later date.